Event description:
It was reported during a surgical procedure to replace the patient's lead (reference MFR. Report 1627487-2012-02639), the physician opted to replace the ipg due to invalid impedance. It was also reported, the patient did not have any shocking sensation when the system was turned on.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.